Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal left superficial femoral artery (sfa). A 6.0 x 100 mm absolute pro was advanced to the lesion and an attempt was made to deploy the stent; however, the thumbwheel could not be turned. The device was removed and a new same size absolute pro was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the failure to deploy the stent could not be confirmed due to the condition of the returned device. Based on a visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.